Event description:
It was reported that this device emitted beeping tones associated with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.